Event description:
It was reported that balloon rupture occurred. A 5.0mmx220mmx150cm sterling baloon catheter was advanced for dilatation. However, during initial inflation at 3 atmospheres for 1 second, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.